Event description:
It was reported that during a low anterior resection procedure, the device did not staple but cut. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional info requested and response received 9/21/2009: after firing no staple showed a b form; there were all not closed. The surgeon cannot explain what happened. See scanned page. He took a second instrument and did the resection again. This time no issues. Pt is fine.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.